Event description:
Customer's son-in-law reports he tested the customer's blood sugar on the advantage system and obtained a blood glucose value of "hi" which is greater than 600 mg/dl for this meter. He states the customer was disoriented at this time. He gave the customer 12 units of novolog insulin and called the emt's. He reports the emt's obtained a blood glucose value of 127 mg/dl on their meter within 10 minutes from the original test of "hi". Requested return of suspect product; replacement product sent.